Event description:
Customer reportedly received results of 5.4 mmol/l on the mobile system and 2.9 mmol/l on the compact plus system within 10 minutes. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 207264, expiration date 08/31/2011). (B)(4).